Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. A review of the downloaded data log found errors, but not related to the incident date (found intermittent power levels in the log). The receiver case was opened for an internal visual inspection, and found a defective battery chip. Troubleshooting for the receiver and battery was performed, no issue for the receiver but found the battery to be defective. The reported event of initializing screen without manual restart was confirmed. The root cause was determined to be a defective battery.